Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer was not staying on. The programmer was returned for service. There was no patient involvement.

Manufacturer narrative:
Product analysis: manufacturer's analysis confirmed the customer comment that the programmer intermittently shuts down with provided battery or new battery. The programmer was repaired and returned to use. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: failure analysis of the programmer battery printed circuit board (pcb) found no anomalies. If information is provided in the future, a supplemental report will be issued.